Manufacturer narrative:
(B)(6). The device was manufactured between june 20, 2016 and june 21, 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had a damaged filter. The device was filled with an unspecified amount of fluorouracil hs. There was no patient involvement. No additional information is available.